Event description:
It was reported that a routine patella resurfacing was performed on the knee, due to black staining the surgeon debrided synovium and lavaged. The insert was exchanged.

Manufacturer narrative:
The associated genesis ii ps hi flex insert was not returned for evaluation. A visual inspection of the provided pictures indicated the yellow discoloration on the acetabular liner surface. A clinical assessment noted that neither the revision report nor pathology reports were provided. Two undated x-rays provided show decreased joint space of the patella as well as femoral and temporal components which appear well fixed. Based on the limited documentation provided, the nature of the intra-operative findings remains unclear, but is consistent with an inflammatory reaction. However, this cannot be confirmed as the analysis of the intra-operative tissue samples was not provided. Reports of scratching on the distal aspect of the femoral component were present which likely indicate wear through of the polyethylene insert. The impact to the patient beyond the revision cannot be concluded. No further medical assessment is warranted. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.